Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and explained the burst was delivered due to noise generated by an ablation, electrocautery. Ts stated if the magnet was properly placed device should be in monitor only mode and no therapy would've been delivered. The device remains in service. No additional adverse patient effects were reported.